Event description:
An error message was reported with the adc device. Customer received a "scan again in 10 minutes" message with the adc device and the customer was unable to obtain readings. As a result, the customer experienced hypoglycemia and loss of consciousness/fainted. The customer was able to self-treat food/sweets/munchies (unspecified) and there were no reports of treatment by healthcare professional (hcp) or third party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. The sensor plug was properly seated and no physical damage was observed on the sensor patch. Data was extracted from returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21). Performed a visual inspection on the sensor plug assembly and no failure modes were observed. The sensor was de-cased and no issues were observed on the sensor¿s printed circuit board assembly (pcba). The returned battery was measured and was found to be within specification. Therefore, this issue is confirmed to brownout reset. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensors and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care (adc) became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received a "scan again in 10 minutes" message with the adc device and the customer was unable to obtain readings. As a result, the customer experienced hypoglycemia and loss of consciousness/fainted. The customer was able to self-treat food/sweets/munchies (unspecified) and there were no reports of treatment by healthcare professional (hcp) or third party. There was no report of death or permanent impairment associated with this event.